Event description:
It was stated that the patient was experiencing coupling and communication issues. It was stated that an overdischarge was suspected. Reportedly the patient had been "in and out of the hospital about a dozen times", and when asked if these visits were related to the implantable neurostimulator (ins), the caller said "yes and no". It was noted that the caller tried the antenna locate feature unsuccessfully. No additional information was known at the time of report. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Caller states that pt has been in and out of the hospital about a dozen times, and when pss asked if these visits were related to his ins, the caller said "yes and no" and then trailed off into many details about the recharger. It was noted the patient had never used the recharge belt. Caller "didn't think" he had ever successfully recharged. Caller reports patient confusing coupling bars with ins charge level. It was reported the patient ¿should have had somebody else work with them more¿ in showing them how the device worked and they were never shown how to put the belt on. Reviewed difference between coupling efficiency row and ins battery charge level icon. Caller reports coupling and or communication issues. It was logged the patient was getting no coupling boxes. It was noted the patient had felt stimulation before but at the time of the report he did not feel any stimulation. An ins overdischarge is suspected. Recommended using antenna locate feature. Al feature produced a 56 reading. Pss is not confident that caller and pt are performing recharging correctly, and recommended that they visit the hcp to get a slow charge, and to go over recharging again with the doctor or rep.